Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 upon checking the function of the cutting device it was noted to not be working when jaws were closed on a wet 4x4 and then activated. This was prior to the patient entering the or. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 upon checking the function of the cutting device it was noted to not be working when jaws were closed on a wet 4x4 and then activated. This was prior to the patient entering the or. A replacement device was used to complete the procedure. The hospital did not report any patient effects.